Event description:
It was reported that a merlin.net transmission revealed an alert for atrial noise reversion due to far r wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.